Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the imaging system was not recognizing that the gantry was opened, even though it was physically closed. This issue occurred intraoperatively and caused less than 1 hour surgical delay. There was no reported impact on patient outcome. There was medtronic imaging aborted and no further information available.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that adjusted close switch and adjusted w inch cable tightness. All test and operations are good. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
C07, d02 codes are updated. F1906 code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.